Event description:
Customer reported experiencing high blood glucose of 413 mg/dl, treated with manual injections. Troubleshooting was performed. The drive support cap was normal. Customer was advised to disconnect at quick release. No air bubbles or leaks noted. Manual prime performed and insulin exited. Customer reported something else came out reservoir, half was clear and the other tarnished. There was a grove in the reservoir. Settings on the device were correct. High pressure test was performed and device passed. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.